Event description:
It was reported that this right atrial lead was partially surgically abandoned due to exhibiting high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.